Event description:
The facility's biomedical engineering dept reported the device to have an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure occurred. Although attempts were made by baxter customer service to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No additional contact info was provided.